Event description:
Uneventful insertion and satisfactory chest xray, the same day, chemotherapy was infused and was noticed to be leaking from the venotomy site and exit site at the funnel. The infusion was stopped and extravasation policy was followed.